Event description:
It was reported that the patient has been having elevated lactate dehydrogenase (ldh) in the 700s u/l and high powers with high flow. The patient was brought into the clinic and a power spike was noted on previous logfiles. The patient was restarted on aspirin and ldhs and power started to trend down. While in clinic, high powers with high flow were noted during the exam. Patient is asymptomatic. The suspected cause of the events is due to a ¿white thrombus¿. Patient is scheduled for an echo to see if another cause can be identified. Otherwise, we will continue with this suspected diagnosis. The patient is currently stable at home without symptoms. For the reported elevated ldh, the patient was started on aspirin as this is the treatment for this diagnosis. Discussion about heart transplant versus pump exchange was discussed with patient if patient were to decompensate. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the heartmate ii lvas and the reported elevated ldh elevated pump powers, and suspected thrombus could not be conclusively established through this evaluation. Additionally, analysis of the log file provided by the account confirmed elevations in power; however, a specific cause for this finding could not be conclusively determined. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 7.4 watts were recorded throughout the log file on (B)(6) 2022 and (B)(6) 2022. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 11jan2017. The heartmate ii lvas instructions for use (IFU) (rev. C) is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.